Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead displayed occasional t wave over-sensing (twos) at beats per minute (bpm) greater than eighty, which did not occur at rates of sixty or seventy bpm. Re-programming was performed and it was determined there "was far less twos." The lead remains in use. The patient is a participant in the (B)(6) clinical study. No patient complications have been reported as a result of this event.